Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alarm or replace battery now alarm in the long trace or pump history noted. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. However, pump received with a high sleep current measurement, problem isolated to the pcb 1. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm with a prior low battery alert, the battery life was shorter than expected, the sensor did not connect with the insulin pump. Blood glucose value at the time of event was 347 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1715k. Troubleshooting was performed and the customer will be provide with an insulin pump replacement. No further patient complications were reported. The customer discontinued use of the insulin pump. The product was returned for analysis.